Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was unable to cross the target lesion and a shaft break was observed. The device was pulled from the patient's body and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was unable to cross the target lesion and a shaft break was observed. The device was pulled from the patient's body and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified a complete break at 40.7 cm proximal to the guidewire port & multiple hypotube kinks. A visual and tactile examination identified no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.